Event description:
The patient's daughter reported that the previously working remote monitor, did not power on. The monitor was returned to the manufacturer. No patient complications were reported as a result of this event.

Event description:
The patient's daughter reported that the previously working remote monitor, did not power on. Return of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was able to power up and was working as expected. It was also noted that there was contamination on the storage lid and corrosion in the battery compartment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).